Event description:
Related manufacturer reference number: 2017865-2022-11650. It was reported that the patient presented to the hospital for follow-up on (B)(6) 2022. During examination of leads, it was noted that there was unspecified oversensing on the right ventricular (rv) lead and right atrial (ra) lead. Further examination revealed the cause to be insulation failure. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.